Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and was explanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report wil be updated.